Manufacturer narrative:
Investigation results: no product at hand. The device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Without the product, an exact cause cannot be determined at this moment. Based on the quality standard and the device history records, a material or production related error can be excluded. Therefore, the root cause of the error is most probably usage related. For further investigations, the product is required for examination. There are various ways in which a fracture can occur, for example, the breakage could have been caused during application by contact to another instrument. Another reason could be, that the cartridge was raised by skin tissue and the tip broken by the application or something like else. Furthermore, a pre-damage due to an assembly error or by removal from the sterile packaging. The current failure rate is within the risk analysis and therefore acceptable.

Event description:
It was reported that there was an issue with ligating clips m/l. Clip broke in two pieces into the patient. During a lap. Appendectomy the front tip of the pl569t clip cartridge broke off and fell into the patient. After extensive searching the plastic could not be retrieved. Challenger ti clip applier was used when a structure needed to be clipped the surgeon-assistant was ordered to clip the structure. The surgeon-assistant fired the clip incompletely, causing it to fall out of the instrument. The clip could be retrieved. The or-assistant took over the instrument and fully closed the instrument outside the patient's abdomen in order to load the next clip. The instrument was reinserted in the patient's abdomen and the next clip was loaded and closed. During closing of the instrument a snapping sound was heard. After inspection of the tip of the instrument endoscopically and outside of the patient it was visible that the flexible tip of the cartridge was missing. After several minutes of searching the plastic tip could not be found and doctor continued the surgery. Another clip cartridge was placed in the instrument and the procedure was continued. The adverse event is filed under aag reference (B)(4).